Event description:
It was reported that while using a surgical fiber during a prostate procedure, a loss of tissue vaporization efficiency was observed at 84,822 joules of use; the fiber was replaced and the case continued. At 137,220 joules while using the second fiber, the "fiber head" (tip) was broken. The fiber was exchanged and the case completed using a third surgical fiber. This report is for the first surgical fiber used. Outcome: "no damages to the patient". Gland volume: 85 ml time expended: 32 minutes

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.